Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the patient had (B)(6) infection. Additional information from the field representative indicated that the patient went to the emergency room reporting that the device was exposed. The system was then explanted and sent to pathology. There were no additional adverse patient effects reported. The ra lead is no longer in service.